Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - "10 ¿ testing of actual/suspected device") and e1. Additional information added to field h6, h7, and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was likely that the probe cover had burned due to the use of the endo therapy accessories without ensuring a sufficient distance from the distal end. The inside of biopsy channel opening at the probe cover had discolored to brown and partially melted. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: 1. IFU warns as below when using the high-frequency endo therapy accessories. Operation manual chapter 4.3using endo therapy accessories. Always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. 2. IFU warns as below when cauterizing laser. To avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. 3. IFU warns as below when cauterizing argon plasma coagulation (apc). Make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope's distal end plastic cover was burned or melted. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.